Event description:
It was reported that there was a wireless module intermittent connection problem with the pump. The pump would not work on the battery or anything unless it had powered up with the ac adapter. The device was an out of box failure. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in service before as it had an out of box failure during installation. A visual test was performed where they attached a known good test communication module to the returned pump and powered the pump on to check the battery status. More tests were performed, and the reported problem was duplicated. The pump failed intermittently to detect the wireless module. The battery on power up showed incorrect/incompatible battery status and the pump alarmed "wireless module intermittent connection with pump" errors when the ac cord was plugged in. An error code 41100 showed the next time the power-up sequence was successful. The root cause of the reported problem could not be determined due to the nature of the failure. The device was sent to the research and development team for comprehensive examination and failure mode analysis for root cause determination.